Event description:
Customer reported that on (B)(6) 2014 he received multiple readings from his adc blood glucose meter, which were higher than he felt. Customer further reported that at 12:36 am he received a reading of 146 mg/dl (lot no: 450016210) , which seemed high, so he retested and received a reading of 108 mg/dl at 1:34 am, which was still higher than he felt. He then used a different test strip (lot no: 4500162376) and received a reading of 91 mg/dl at 1:08 am. It was further reported that at 1:06 am he began to experience "sweating, shakiness and blurred vision", with a subsequent loss of consciousness. Customer's wife and daughter administered a glucagon injection, ("glupose"). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The customer's product has been returned and an investigation has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Customer additionally reported receiving the following readings on (B)(6) 2014, but it is unknown specifically which test strips were in use at the time: 102 mg/dl at 12:55 am, 94 mg/dl at 1:06 am, 103 mg/dl at 1:18 am, 112 mg/dl at 1:42 am, 120 mg/dl at 1:46 am, and 289 mg/dl at 2:29 am. Test strip lot no: 4500162100 in being reported under a separate MDR number. All pertinent information available to abbott diabetes care has been submitted.